Event description:
It was reported that the pt complained of "stimulation not being the same as it used to". Impedance checks showed that contacts 0-3 on the lead were out of range. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.